Event description:
Procedure: open roux-en-y bypass. Reportedly, a leak was detected at the jejuenostomy. Leak was in the center of the staple line. It appeared 1 cm of the staple line was missing. The remaining staple line appeared to be intact. Pt expired secondary to sepsis 3 days later. No staple line reinforcement was used. No leaks were noted at time of initial surgery. Several attempts were made for info - account not releasing any additional pt info at this time.